Manufacturer narrative:
No product will be returned for eval.

Event description:
The patient reported, he was rushed to the hospital in 2007 due to high blood glucose readings in the 300's mg/dl. He stated, he couldn't stand up and had no strength. He said he was at home and felt so poorly he called 911. The pt stated that at the hosp he was given an insulin shot and he immediately started feeling better. He stated that dr gave him additional insulin injections and sent him home that day. He said he has been on injection therapy since then and his blood glucose has been normal in the 120-140 mg/dl range. Troubleshooting did not find any issues with the product. The pt stated the piston rod of his insulin infusion device is approx 1 year old. The pt was advised to change the piston rod. The pt stated he is currently feeling fine. No product was requested to be returned for eval.